Event description:
It was reported that the tip is broken off of the handpiece. No pt involvement was reported.

Manufacturer narrative:
Date sent: 11/01/2007. Information was not provided by the initial contact. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the handpiece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.